Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the unit shut down during use on a patient on the 3100 a device. The customer reported they swapped the unit out with another 3100 a. At this time, there is no information regarding patient harm associated with the reported event.